Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal of the distal one-half at the left essure device.') And fallopian tube perforation ('perforation (fallopian tube)') in a female patient who had essure (batch no. 625222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included menses irregular, polycystic ovarian syndrome, dysfunctional uterine bleeding, adenomyosis, ovarian mass, endometrial polyp and lumbago. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), depression ("pychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery ((B)(6) 2012 & (B)(6) 2013 - laparoscopy with removal of the distal one-half of the left essure device h and (B)(6) 2012 & (B)(6) 2013 -- laparoscopy with removal of the distal one-half of the left essure device h). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the insert was in good position with 3 trailing coils on the r side. A similar fashion was used on the opposite side with 4 trailing coils on the r side. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test.. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia,dysmenorrhea,dyspareunia, removal of he distal one-half of the left essure device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal of the distal one-half at the left essure device.') And fallopian tube perforation ('perforation (fallopian tube)') in a female patient who had essure (batch no. 625222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included menses irregular, polycystic ovarian syndrome, dysfunctional uterine bleeding, adenomyosis, ovarian mass, endometrial polyp and lumbago. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), depression ("pychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery ((B)(6) 2012 & (B)(6) 2013 -- laparoscopy with removal of the distal one-half of the left essure device hysterectomy with unilateral salpingo-oophorectomy -left). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the insert was in good position with 3 trailing coils on the r side. A similar fashion was used on the opposite side with 4 trailing coils on the r side. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia,dysmenorrhea,dyspareunia, removal of he distal one-half of the left essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs and mr received. Reporters information updated. Lot number was added. New event:abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)) , removal of the distal one half of the left essure device were added. Event outcome were updated: physical pain / pelvic pain to recovering. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal of the distal one-half at the left essure device.'), fallopian tube perforation ('perforation (fallopian tube)') and uterine perforation ('uterus perforation') in an adult female patient who had essure (batch no. 625222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included menses irregular, polycystic ovarian syndrome, dysfunctional uterine bleeding, adenomyosis, ovarian mass, endometrial polyp and lumbago. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), depression ("pychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery ((B)(6) 2012 & (B)(6) 2013 - laparoscopy with removal of the distal one-half of the left essure device h and (B)(6) 2012 & (B)(6) 2013 -- laparoscopy with removal of the distal one-half of the left essure device h). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the insert was in good position with 3 trailing coils on the r side. A similar fashion was used on the opposite side with 4 trailing coils on the r side. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test.. Patient has received treatment for event pain, abnormal bleeding, perforation. Discrepancy noted essure removal date:- (B)(6) 2013 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia,dysmenorrhea,dyspareunia, removal of he distal one-half of the left essure device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: newly added event-uterus perforation. Outcome of the previously reported event-pain updated to recovered/resolved. Rcc comment added. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.